Event description:
Upon opening the box, the user tested the monitor with the test calibration catheter and received an error message. A separate cable from the intensive care unit (ICU) as well as another (older) test kit were used and the user was still getting the calibration test failure message. There was no pt contact or injury. Additional info was received from the customer on (B)(6) 2013 with the following: the problem was discovered during the initial inspection of the device on (B)(6) 2013.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.